Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Updated sections: annex code: b additional information: the surgeon was contacted and confirmed that a third-party stapler instrument was used during the procedure. However, the surgeon was unable to provide further details regarding the exact cause of the bleeding, the volume of blood loss, or any interventions performed to address it. The surgeon does not believe that a malfunction of the da vinci system, its instruments, or accessories caused or contributed to the reported bleeding.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Updated annex codes: e, f. Additional information b5: during the initial procedure, the surgical approach was converted to open surgery due to a high risk of bleeding associated with severe adhesions. The decision to convert was made as a precautionary measure to ensure patient safety. There was no indication that the da vinci system, instruments, or accessories caused or contributed to the reported event. Post-operatively, the patient experienced bleeding, which necessitated a laparotomy. The exact cause of the bleeding, the volume of blood loss, and any interventions performed to resolve the bleeding remain unknown. Additional information has been requested; however, no response has been received.

Manufacturer narrative:
There was no allegation that a malfunction of the da vinci system, instruments, or accessories occurred. No product has been returned to intuitive surgical, inc. (Isi) for evaluation. All reusable instruments logged in the reportable event have been used in subsequent procedures. An advanced energy log review found the vessel sealer extend (vse) instrument was installed 11 times and passed homing 11 times. There were 56 cut complete events with no errors. No e100 logs were found for this instrument. System logs show 4 ¿erbe energy activation halted by an instrument or instrument cable connected to the upper bipolar port on the erbe while sealing with a vessel sealer instrument.¿ errors which may or may not be related to an instrument issue.

Event description:
It was reported that "after" a da vinci-assisted gastrectomy was completed, the patient had to be opened due to bleeding. It was reported that there was no direct causal relationship between da vinci and the bleeding after surgery.